Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level was over 30 mg/dl. Customer was treated with food and. Customer¿s current blood glucose was 106 mg/dl. Customer was alleging insulin pump for over delivering because there was no change in activity. Drive support cap was normal. The insulin pump will be returned for analysis.